Event description:
Customer reported being hospitalized due to high bg. Advised customer of need to troubleshoot. Customer was having a problem with infusion sets. Instructed customer to remain off the pump until they are able to complete troubleshooting.